Event description:
Removal of endosseous dental implants. Two implants were placed in sites#11 and #13 (class 3 - 4 bone) on 1/6/95. The implants were loaded with retentive anchors. The clinician reports that the failure was due to the fact that the pt had opposing natural dentition, poor bone quality and a history of smoking. The implants were removed on 9/23/96.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.